Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the display was discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/16/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: visual inspection revealed that the battery compartment was cracked above and below the bumper pad. The returned battery cap was used to complete the investigation. During testing, the display was found to be discolored. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses despite the cover damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).